Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/ damaged, cracked front case. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken/ damaged, cracked front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
It was reported that the device was broken/ damaged, cracked front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced crack front cover, rear case, barrel clamp, left handle, right handle, flange gripper retainer, front door, lock label and broken right and left iui (inter-unit-interface). Root cause: based on the findings, service determined that the reported issue was due to broken/damaged front cover pca. Device history record: a review of the device history record showed the device had a manufacture date of 29may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200063430 which does not correlate to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.